Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use, when the protective sheath of the 3.5 x 18 mm xience sierra was removed with slight resistance, the stent struts were noted to be flared. The device was not used and there was no patient involvement. Another xience xierra was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.